Event description:
Burning sensation in throat. Burning sensation on nose. Case description: this case was reported by a consumer via (B)(6) and described the occurrence of throat burning sensation of a female pt who received breathe right nasal strips nasal strip for an unk indication. On an unk date, the pt started breathe right nasal strips. On an unk date, an unk time after starting breathe right nasal strips, the pt experienced throat burning (serious criteria hospitalization). The action taken with breathe right nasal strips was unk. On an unk date, the outcome of the throat burning sensation of and nasal burning were unk. The reporter considered the throat burning sensation of and nasal burning to be related to breathe right nasal strips. Additional details: ae received via (B)(6) on (B)(6) 2015. Consumer posted: "..I used those one time along with a sinus tablet and ended up in the hosp. I felt like my nose and throat were on fire." No further info is available.